Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. While preparing the device, the physician noticed that the 3max catheter was fractured. The procedure continued using a new penumbra system 3max reperfusion catheter.

Manufacturer narrative:
Result: the 3max was fractured in the proximal shaft approximately 47.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that during preparation, the physician noticed the 3max was fractured. Evaluation of the returned device confirmed a proximal shaft fracture. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.